Event description:
It was reported that the procedure was to treat a lesion in the chronically totally occluded (cto) right coronary artery (rca). The 2.5x20mm trek balloon dilatation catheter (bdc) was unpackaged without issue, and no resistance was noted during removal of the protective sheath and stylet. The bdc was soaked and prepped prior to use with no issue or leak noted. After placement of a guide wire, the bdc was successfully advanced to the target lesion without resistance and inflated to 14 atmospheres (atm). After deflation, resistance was met with the guide wire during removal. The bdc was removed from the guide wire with force. A non-abbott stent delivery system (sds) was advanced over the same guide wire and the stent implant was deployed to successfully complete the procedure. Reportedly, the sds did not have any issue advancing or removing over the guide wire. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the guide wire was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.